Event description:
Sparked during the night while using her pad in bed.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.